Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim letter and medical records received. Claim letter alleges severe pain, impaired mobility, stiffness, walking difficulty, mental anguish, depression and frustration, swelling, numbness, weakness and emotional distress. With regard to this the patient is seeking compensation. After review of medical records, clinical visit reported 4 months after revision patient slept and developed pain and trochanteric swelling, bursitis and hematoma. Clinical visit on (B)(6) 2019 lump on the right hip resulting to pain, hip pop in and out of place. Doi: (B)(6) 2019; dor: not revise; right hip. This complaint is link to (B)(4) (1st revision).

Event description:
Added patient code soft tissue injury for lump.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).